Manufacturer narrative:
Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under both breasts. The patient reported having yeast infection prior to the vest. The patient stated the irritation was not caused by the lifevest. There was no alleged device malfunction contributing to the irritation. The patient was prescribed nystatin topical powder by a medical professional. Follow up indicated the irritation improved.